Event description:
A us distributor contacted zoll to report that a patient developed an open wound under the lifevest equipment. Patient described the area as blisters, opened, wept, and bleeding. There was no alleged device malfunction contributing to the irritation. The patient¿s physician prescribed a cream, bandaged, and advised the patient to stop wearing the lifevest temporarily for the skin irritation. Outcome of the irritation is unknown as follow up attempts were unsuccessful.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.